Event description:
Customer stated that she was hospitalized for a bladder infection and high blood glucose levels. Blood glucose levels at the time of admission are unknown. Patient stated that she was monitored, treated, and released. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.